Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this lead was part of a system revision due to dislodgement. The lead was explanted and replaced. No additional allegations or adverse patient effects were reported.